Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The device manufacture date was 6/20/14 - 6/27/14. A review of all batch record documents for potentially associated lot number gd897165 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized the same day for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient was treated with intraperitoneal (ip) vancomycin (dose and frequency not reported). The cause of the peritonitis was unknown. The patient was discharged four days after admission. At the time of this report the patient was recovered from this peritonitis event. No additional information is available. This is report 3 of 5 involved in this peritonitis event.